Manufacturer narrative:
Inspected one opened/used reservoir. Performed visual inspection and found 1st o-ring out of groove. Reservoir returned opened/used.

Event description:
It was reported the customer received recurring no delivery alarms. The customer's blood glucose was 180 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. The customer was advised to change out their entire infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.